Manufacturer narrative:
A hospital biomed performed a checkout of the unit and a review of the logs. The reported complaint could not be duplicated. No repairs were made. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that the unit went into a system failure during boot-up. The clinician reportedly rebooted the unit, resolving the reported complaint. There was no report of patient involvement.